Event description:
It was reported to philips that the system unable to boot up the device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that propeller did not work. The fse checked the system onsite and found that the mpdu was not booting, and hence the system didn¿t boot up and confirmed that the mpdu needed to be replaced. To resolve the issue fse replaced the mpdu assembly in another work order. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.